Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later stated that they notified their managing health care provider. The patient felt as if their bladder stimulation was not working at all. The patient had also made appointment with health care provider for (B)(6) 016.the patient was not sure of the activity that led about the ineffectiveness of the devices. The patient tried different program and levels, but this did not seem to help. The steps taken to resolve the lack of relief was reported by patient that as quickly as it came about, so did it did it start working again, the patient was not going to question why or how it started working again but she was extremely grateful what it did.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a sudden loss or change of therapy on (B)(6) 2016. Her symptoms returned and she had gone a dozen times in the last four hours prior to the report on (B)(6) 2016. She stopped feeling stimulation on (B)(6) 2016, even though it was on. The patient mentioned she was in the hospital for three days last week, monday to wednesday, and confirmed the reason for hospitalization was not related to the device. She had seizure episodes and fell on (B)(6) 2016. She increased stimulation from 5.1 to 6.2 volts on program 4, but still did not feel it. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the loss of stimulation and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.